Event description:
Swelling in injected (left) knee [joint swelling]. Pain, tenderness and sensitivity in injected (left) knee [arthralgia]. Injection given in fat pad behind the knee [drug administered at inappropriate site]. Case description: spontaneous report received on (B)(6) 2010, from a (B)(6) female pt, initials (B)(6), with a relevant medical history of osteoarthritis and previous synvisc injections about every 6-12 months since 1997. The pt received her first injection of synvisc-one into the left knee on (B)(6) 2010, after which she has experienced pain, swelling, tenderness and sensitivity in the injected (left) knee. She went to a surgeon who was of the opinion that the synvisc-one injection had been administered into the fat pad behind the knee. At that time, the surgeon treated the pt with a steroid injection. On (B)(6) 2010, the pt received a second synvisc-one injection into the same (left) knee. Since that time, the pain and swelling have become "extreme." The pt has been taking prednisone 30mg daily, oxycontin 30mg at bedtime, lodine 400mg twice daily, and extended release es (extra strength) tylenol every 8 hours. No further info was provided. As of the date of receipt of this report, the pt outcome was not yet recovered. MFR's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.